Event description:
The customer reported to customer service that the transformer housing cracked and she can see the wires.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to get additional complaint information were unsuccessful. The product was received on (B)(4) 2013 and evaluated. The evaluation confirmed the transformer was breach which is a safety risk. This issue was the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. A visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was not able to be plugged in due to the wire broke loose from the prong, so the voltage across the dc plug was not measured nor could the resistance across the ac blades be measured. Resistance across the dc plug was measured 12k, which indicates that there is not a short in the dc cord.